Event description:
Reporter reported that a female patient experienced a corneal ulcer and visual impairment while using complete easy rub solution to care for her acuvue monthly disposable contact lenses. The patient had been using the bottle of solution for 7 days. Her symptoms of extreme pain, photosensitivity, ocular redness and burning sensation, blurry vision and continuous watering began in 2009. Five days later, she sought medical attention from an ophthalmologist who reportedly diagnosed microbial keratitis. The patient was treated with ocuflox, 1 drop every hour for 2 days and has recovered. The solution that the patient was using was tested by a hospital laboratory. The results reportedly showed the presence of an unspecified amoeba. The complaint unit was not returned to the patient and is not available for any further product testing. In follow-up with the patient, it was learned that she has used the complete brand of multi-purpose solution for 6-7 years successfully. Her white lens case was 6 months old at the time of her event, and she sometimes adds solution to the solution already in the lens case ("tops off" solution). The lens case is cleaned with warm water and dried with a clean cloth. She does not perform the labeled step to rub/rinse lens her lenses before disinfecting. Patient does rinse her lenses lightly with solution prior to wearing. She wears her lenses for 25-30 days before discarding, and at the time of her event her lenses were 14 days old.

Manufacturer narrative:
(Other - used for photosensitivity). (Other): a review of the manufacturing records for the reported lot was performed; no deviations noted and product met all specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. Although the actual unit used at the time of the patient's experience is not available for testing, the patient did forward to amo a sealed/unopened bottle of solution from the same lot, that was purchased with the complaint unit as a "twin pack". Additional chemical, microbiolcogical and acanthamoeba testing have been requested and are in progress. We are attempting to obtain the attending physician's evaluation of patient's event and the solution culture results. The root cause has not been established.